Event description:
It was reported that an acl fiber tag tight rope implant was used in a quadriceps tendon surgery. After inserting the needle into the tendon, the surgeon only had the needle in his hand without the suture. Upon examination, it appeared that the suture slipped out the back of the needle because it was not properly secured. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
It was reported that an acl fiber tag tight rope implant was used in a quadriceps tendon surgery. After inserting the needle into the tendon, the surgeon only had the needle in his hand without the suture. Upon examination, it appeared that the suture slipped out the back of the needle because it was not properly secured. Since the device was not received, an evaluation on the product could not be performed and the reported event cannot be verified. A most likely cause is attributed to a manufacturing issue. (B)(4) was implemented to improve the manufacturability of this device.